Manufacturer narrative:
Additional review determined the complaint did not meet reporting criteria; manufacturer report 2125050-2021-00917 was submitted in error.

Manufacturer narrative:
An altis sling and two dynamic sutures were received for evaluation. The static suture and anchor were attached to the sling. The static anchor tines appeared to be bent outward, indicating the statis anchor had been implanted and removed. There was suture residue noted on the mesh where the dynamic suture was welded to the mesh. The welded end of the dynamic suture was attached to the portion of one suture received. The second dynamic suture received had a straight edge at the detachment end, indicating it had been cut by a sharp instrument. Blood residue was noted on the sling. The information received indicated that the dynamic suture broke when the physician tried to adjust it. Based on examination of the returned components, the suture residue on the mesh indicated that the dynamic suture was attached. The physician may have run out of suture during tensioning, and if excess stress was used on the dynamic suture, this may have contributed to the separation of suture from mesh noted. The second dynamic suture returned most likely was from the second altis device used to successfully complete the surgery. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information the altis sling was to be implanted on (B)(6) 2021 but the dynamic suture broke when the doctor tried to adjust it.